Event description:
It was reported that the site was having problems with their programming system. It will not interrogate patients during the past week. Product has been requested, but has not been received to date.

Manufacturer narrative:
Device failure suspected, but did not cause or contribute to a death or serious injury.